Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue minimum fill notification could not be verified. No used cartridge was returned with the device.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an o-ring was observed on the pneumatic tap. The customer removed the o-ring from the pneumatic tap, reloaded the existing cartridge, and then a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequences. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 202 mg/dl.